Event description:
It was reported that a health care professional (hcp) received an alert due to high out-of-range (oor) shock impedances measuring greater than 125 ohms. Additionally, it was noted that the right ventricular (rv) lead pacing impedances have decreased from 875 to 780 ohms and there was a reduction in rwaves that went from 25mv to 12mv. Both of these drops were sudden and then began rising slowly again. There was no observations of noise on the electrogram. Technical services recommended to deliver a commanded shock if impedances approach 145 ohms, perform threshold testing and inquire about patient medication. At this time, the rv lead remains in service. No adverse patient effects were reported.